Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation revealed multiple ams episodes due to farfield r wave oversensing. The device outputs would be fixed with appropriate safety margins.